Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the burr become stuck on the guidewire. A 1.5mm rotapro along with a rotawire were selected for an atherectomy treatment procedure. The devices were prepared in accordance with the instructions for use (IFU). The rotapro and rotawire were inserted into the patient; however, the system would not ablate. It was decided to remove the rotapro. Subsequently, the rotawire was removed at the same time along with the rotapro causing lost wire position. The procedure was completed with another of the same device. No patient complications were reported.